Manufacturer narrative:
This report is submitted on 30th june, 2020.

Event description:
Per the clinic, the patient experienced recurrent infection at the abutment site. There are plans to explant the fixture and to reimplant the patient with a new device; however, this has not occurred as of the date of this report, june 30th, 2020.

Manufacturer narrative:
This report is submitted on july 21, 2020.

Event description:
It is now reported that the infection was treated with antibiotics (oral and topical).